Event description:
It was reported that it is impossible to change the ventilation modes when a patient is connected, and the rotary knob does not work. Reprovingly, the problem can only be solved by switching the device off and on again. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The affected device was examined onsite by the dräger service. The information including the log file and a video of the reported behaviour were provided for further investigation. Based on the provided information the reported event could be confirmed. In the provided video it is visible that after a short time of operation it was not possible to change settings by pressing the touch screen. The ventilation continued as set and the curve and status messages were displayed normally. Analysis of the log file revealed that device detected a temporary communication problem between the front-end and the display processor. The pba central control board was replaced by the dräger service and was sent in for further investigation. Testing the component in a laboratory device could not reproduce the described behaviour and no technical malfunction could be found. Dräger concludes that the root cause for the reported behaviour is a sporadic software related malfunction. Reportedly, the device operated normally after switching it off and on again. In case of a failure of the touch screen the ventilation mode and ventilation parameters cannot be changed. An ongoing ventilation would not be affected by a failure of the touch screen and would continue with the current parameters. Alarms and ventilation curves will be displayed normally. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that it is impossible to change the ventilation modes when a patient is connected, and the rotary knob does not work. Reportingly, the problem can only be solved by switching the device off and on again. There were no health consequences for the patient reported.